Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR report#3006705815-2019-00056. Reference MFR report#1627487-2019-00324. It was reported that system could not go into the MRI mode. Multiple troubleshooting was attempts were made to no avail. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Device 2 of 3. Reference MFR report#3006705815-2019-00056. Reference MFR report#1627487-2019-00324.